Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Additional information was requested from the customer, but no response was received. In the absence of the subject device, it is difficult to determine a root cause. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report represents the initial and final report. Applied medical deems this event non- reportable as it is unlikely to cause or contribute to death or serious injury. This report is a follow-up to medwatch #mw5064613.

Event description:
"During a laparoscopic nephrectomy applied science endocatch bag x2 did not open when fired. Md had to extend incision to manually removed kidney. No pt harm. Diagnosis or reason for use: kidney disease. Is product compounded?no. The product over-the-counter? No." Patient status: "no pt harm".